Event description:
Reporter called and stated he purchased the super poligrip denture adhesive strips from amazon. He stated when he applied to strip a portion came off and he swallowed it. He contacted the manufacturer because there was no caution label on the box. The manufacturer advised him to speak with his doctor regarding this issue. No adverse event reported. Model number 31058080251; asin number (B)(4).